Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the male adapter of an unspecified primary tubing set was connected to the clave y-site to deliver an unspecified solution. After an unspecified length of time in use, leakage of solution was noted at the connection. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).